Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). There was no blood on the device as received. The implant was received connected to the core wire inside in the wds. The hemostatic valve was opened as received. The hub, shaft, tip, core wire, and implant were examined. Multiple kinks were noted along the shaft of the wds. The implant was deployed during analysis and measured. The implant was found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was performed by prepping the device. Water was pushed and pulled through the device valve with a connected syringe several times. No air bubbles were observed anywhere in the hub. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks were attributable to handling of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported air was in the delivery system during preparation. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system was being prepared for use. It was noticed there was air in the delivery system and the physician was unable to remove it during flushing of the device. The delivery system was exchanged and the procedure was completed successfully. Thee were no patient complications.